Manufacturer narrative:
The actual device was not available; however, two photographs (photos) of the sample were provided for evaluation. A visual inspection was performed, however, the sample photos did not show the reported issue of leaking unit; the photos showed the units in a plastic bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink IV access valves leaked. The issue was identified during priming. There was no patient involvement. No additional information is available.